Manufacturer narrative:
(B)(4).

Event description:
According tot he reporter: the customer reports that the clip was put on a branch of the pulmonary artery, and the clips could not hold tight, 2 times. The artery wall had to be sectioned which lead to a thoracotomy. There was blood loss of more than 500 cc.